Manufacturer narrative:
Report date: 22jan2019. Reporting sources correction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported led issue and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported illumination failure of the green power on/off led. There was no patient involvement. Event date not specified; estimate used.